Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The field service engineer found nothing unusual in the device logs. The suspected expiratory channel printed circuit board (pcb) and both pressure transducers were replaced and returned for investigation. After replacement, the ventilator passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. The visual inspection of the returned expiratory channel pcb and both pressure transducers showed no anomalies. Received device logs do not cover the reported date of event january 28, 2022. The logs contains failed pre-use check internal leakage and pressure transducer tests on january 15 and 19, 2022. The date of event will be adjusted to january 15. The test failures indicate a problem with the expiratory valve. Clinical alarms indicating both high pressure and leakage were found, but no technical error codes. The returned parts were installed in the reference ventilator, one part at a time. Several pre-use checks and extra internal leakage and pressure transducer tests passed. 43 hours of simulated use test ventilation passed without any deficiency noted. A failure of e.g. The pressure transducers may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. Provided device logs indicate a possible problem with the expiration valve coil, but this could not be confirmed. Returned parts worked without deficiency during the investigation.